Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance for 8100 s/n (B)(4) is having an error code 242.4030, I ask (B)(6) to open up the door of the pump module and we need to ensure first if the problem is mechanical or electrical by attaching pump to pcu, once connected open the door ( if fingers moved or you hear it trying to move its mechanical / if fingers does not move it's electrical). We confirmed that there is no movement and the issue is in the electrical. The motor controller board might defective need to be replaced. I suggested to verify the ail assembly encoder sensor make sure is not broken before replacing the motor controller board. (B)(6) will go ahead and inspect the ail assembly encoder sensor and do some inspection on the motor assembly that is all seated correctly.